Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) due to receiving a shock. Technical services (ts) reviewed device data and found the patient had a true ventricular tachycardia (vt) in which the device gave appropriate therapy. Further review, ts found a stored signal artifact monitor (sam) episode due to artifact related to the respiratory rate trend (rrt) sensor on the right atrial channel. Lead impedances were reportedly all within range during the episode. At this time, the device remains in service. No adverse patient effects were reported.